Event description:
It was reported that during a device changeout procedure, insulation damage was observed on the atrial lead. No electrical anomalies were noted. The lead was repaired and remained in use.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.